Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
The customer reported the autopulse platform (sn 35449) is displaying a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message that will not clear. During patient use, the platform displayed ua07. The customer tried troubleshooting by powering the platform off and on. The platform displayed user advisory ua12 (lifeband not present) when the platform turned on. The customer tried to troubleshoot again. The ua12 was clearable, but the ua07 came back again. Manual CPR was performed for 20 minutes. Resuscitation was terminated in the field as granted by medical control. Return of spontaneous circulation was not achieved. The customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluated the incident and it was determined that the death was not related to the autopulse device.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn 35449) is displaying a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message that will not clear was confirmed during functional testing and review of the archive data. The root cause of the ua07 was due to failed single point load cell #2, likely attributed to failed component(s) or mishandling such as a drop. A review of the archive data showed ua07 error messages; thus, confirming the reported complaint. The load sensing system has detected a weight/load imbalance between the two load cells. The platform failed initial functional testing due to the ua07 message displayed upon powering up the platform; thus, confirming the reported complaint. The load cell characterization test was performed, and the results indicated single point load cell 2 was over-reporting. The single point load cell #2 will replaced to remedy the complaint. Upon service completion, the platform will be subjected to final functional testing to ensure that the device passes all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn 35449.